Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that an x-ray was performed, but they did not have an imaged from the patient¿s initial lead placement at is was so long ago. However, the rep indicated that the lead appeared to be in a normal spot. It was indicated that the patient was going to set up an appointment with their physician to discuss their options. The patient¿s weight was asked but the rep indicated that this information was not available. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on (B)(6) 2019. The stimulation is dropping down to nothing and then 60 seconds to maybe 3 minutes later it shoots up. Previously, the patient just felt stimulation cut out on their right side but now they feel like the whole system cuts out. When stimulation returns, it doesn¿t ramp up gradually. The rep saw the patient on (B)(6) 2019 and performed reprogramming. Since then, coverage has been better and the stimulation works great when it is on but the reprogramming made no difference with the intermittent stimulation issue. The rep noted that the patient hasn¿t ever lost therapy other than the stimulation cutting out momentarily. The battery voltage on (B)(6)2019 was 2.9 volts and today it is 2.87 volts. The issue is occurring 6-8 times daily. The patient reported falling 4-5 times this winter and they were also in a car accident on (B)(6) 2019. The patient had a CT and bone scan done related to the car accident. The issue happens randomly, in all positions, including walking, sitting, and breathing. If they intentionally roll their ankle out and move their foot a certain way, they can get the stimulation to cut out. When the issue occurs, the patient hasn¿t checked their patient programmer to see what is displayed in terms of the ins status or amplitude. The rep ran impedances prior to the call at 0.7 volts and again at 3 volts and the results were similar at both amplitudes with values of ref 0 - range of 632-799 ohms, ref 5 - range of 633-801 ohms, ref 8 - range of 573-719 ohms, and ref 14 - range of 637-801 ohms. The patient¿s settings for group l (used 100% of the time) is: 2+ 8+ 14+ 4+ 10+ 15+ 3- 9- 4v, 150 pulse width, 40 rate, 178 ohms, 19.801 ma, used 24 hours/day. Yesterday, the patient was so irritated with the system that they turned it off and didn¿t turn it back on until this morning. Technical services had the rep palpate along the patient¿s system with stimulation on but they were not able to recreate the issue. The patient felt stimulation get stronger during palpation but it never cut out. Technical services reviewed diary data from the physician programmer which showed that the ins was never off last tuesday and wednesday. Technical services reviewed that the system appears to be in-tact and functioning and that the ins appears to not be turning off at all when the issue occurs. Technical services recommended that the healthcare professional (hcp) obtain an x-ray to see if anything has migrated. The event date was noted to be the end of (B)(6), not too long after the car accident. This information conflicts with the patient¿s report of falling during the winter. No further complications were reported/are anticipated.

Event description:
Additional information was received from the patient reporting that actions taken to resolve the intermittent stimulation was in april and may the patient met with a rep. They stated that they tried new programming, and different levels and were told to check back with them in august or so as their battery was ¿ending life¿. The intermittent stimulation had not been resolved. The patient stated that it was annoying and did not help their pain. They stated that they were having to shut the system off to allow their nerves to calm down. They stated that they wished it would be fixed. The patient¿s weight at the time of the even was asked but was not reported. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative met with the patient on (B)(6) 2019 and impedances were normal. The patient complained that their ins was losing stimulation at times- it wasn't painful but the stimulation would turn off randomly and then turn back on. The patient did lose a significant amount of weight. The patient was in a car accident about a month or so ago. The problem was positional (when they were leaning towards the side or has their leg pulled up on the couch). The patient was sent home and was going to keep a diary of when they noticed these issues. They tried switching groups and firing different electrodes and the problem seemed to still be happening. No further complications reported.